Event description:
The facility reported an infusion pump with failure code 810:04 which occurred during pt use. The hospital representative stated that there was no report of pt incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding pt demographics, medication involved, or device programming.